Manufacturer narrative:
The product has been received for analysis. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A battery longevity calculation from (B)(6) 2025 showed 40% battery remaining, however a battery longevity calculation from (B)(6) 2026 showed 12% remaining. This s-ICD reached elective replacement indicator (eri) near the end of march 2026. Additionally, inappropriate shock was delivered due to the use of a tens (transcutaneous electrical nerve stimulation) unit. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device underwent multiple resets. A device-specific telemetry issue was suspected. Subsequently, this s-ICD was explanted and replaced due to suspected premature battery depletion (pbd). No additional adverse patient effects were reported. This s-ICD was returned for analysis.